Event description:
It was reported to patient services that this rv lead had a red alert for high sli 500-600 ohms, (B)(6) increased to 754, (B)(6) 1329 ohms. Sli stable 50-60 ohms range. There was a spike in (B)(6) 1400 to 1600 ohms. Nothing non-physiologic in arrhythmia logbook. Rep to follow-up with mds. Will request absolute oor rv pace impedances value and call rep back. Working with ors. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).